Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing. It was found that the upstream occlusion(uso) seal was buckling. The uso seal was replaced.

Event description:
The device was returned for motor service repair. During physical inspection, it was found that the upstream occlusion (dso) seal was buckling.